Event description:
It was reported stuck mount. The screw was so tight that it could not be removed. Therefore, the same size fixture was re-implanted. The doctor strongly claimed that it was a product defect. He requested an investigation into the cause and a response. Tooth site # 4. Procedure was completed using another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided . G4: additional PMA/510(k) number k943604.

Manufacturer narrative:
Zimvie received one (1) 1989, (impl twist mp-1 3.75 mm 1 0 mm) for evaluation. Visual evaluation / functional test was performed; implant shows slight damage from the removal process along with a stuck mount that cannot be disengaged. Malfunction. DHR review was completed for the subject lot number 2023011172. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023011172 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: does not disengage/release. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-002j2, the most likely root cause determined from the investigation was clinician uses device improperly, insufficient training. Therefore, based on the available information, a device malfunction did occur. The implant has a stuck mount that cannot be disengaged. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.